Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad display; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review was performed revealing this pump has never previously been sent to baxter for service.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition, bad display, was confirmed by service. The cause of the reported condition was determined to be a damaged main display. The main display was replaced to fix the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).